Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). Seventy eight events were reported for this quarter. (B)(4) devices were received for evaluation; seventy four events were confirmed during testing. (B)(4) devices were found to be affected by missing paint chips. (B)(4) devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 78 </noe> malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.